Event description:
The pt reported experiencing issues with the adhesive of the infusion set headset on (B) (6) 2010 and her blood glucose elevated to 400 mg/dl as a result. Her normal blood glucose range is 100-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.